Manufacturer narrative:
(B)(4). Miscellaneous classification codes do not contain sufficient information to assign a frequency. Therefore, a CAPA request will not be required and incident will remain as correct and trend.

Event description:
It was reported that prompting for login during session on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.